Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and duplicated by baxter service personnel. The root cause was determined to be depleted main batteries as a result of user error. The main batteries and harness were replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. A device history review revealed that the device failed an accuracy reading during manufacturing. The pump head module was replaced and the pump passed all subsequent testing. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.